Event description:
According to the reporter: procedure: liver resection. Visible arc was seen from the device to the liver. The liver got burned when the tip of the device heated up. The device was supposed to be used for cautery. No further information was provided about the extent of the burn and how it was treated. There was no further report about surgery complication.

Manufacturer narrative:
MDR initial report submitted: 11/19/2008.